Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported flow rate error, which was not reproduced. The device was flow rate tested at multiple delivery rates and performed as expected. With the information provided by the customer, a clinical event history log evaluation revealed that at the reported time of event, a patient was scheduled to receive 100ml of additives at a rate of 200ml/hr. Based on this information in the event history log, the infusion correctly took 30 minutes to complete. If the infusion was to take 2 hours as reported by the customer, the infusion rate would have been set to 50 ml/hr. Based on the review of the information provided regarding the alleged incident and the key strokes in the event history log, it appears that the device was not programmed using the clinical parameters that were provided to the user.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount in the medical surgical care area. The customer stated that the infusion of potassium chloride was programmed at a rate 15ml/hr to administer 10meq/hr. The entire infusion should have taken 2 hours but when a nurse checked on the patient 30 minutes into the infusion, the bag was entirely empty. It was also reported there was no patient injury.